Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed false (B)(6) results on the prism analyzer. Seventy two (72) results were repeat (B)(6) and confirmed (B)(6) on nat. There was no impact to patient management reported.

Manufacturer narrative:
On 12/10/2019 the customer provided the lot numbers in use and updated it from unknown. All follow up information will be provided in the subsequent reports. The customer is using 5 different lot numbers, please reference the following: lot 02010n100 documented in manufacturers report 1415939-2019-00225 lot 04096m700 documented in manufacturers report 1415939-2019-00226 lot 06082m700 documented in manufacturers report 1415939-2019-00227 lot 07018m700 documented in manufacturers report 1415939-2019-00228 lot 02011n100 documented in manufacturers report 1415939-2019-00229.